Event description:
Reportable based on the device analysis on 22 dec 2023. It was reported that error message occurred. The target lesion was located in the left lower extremity vein. An angiojet solent omni was used for thrombectomy procedure. During procedure, under the power pulse mode, the catheter displayed an error message. A new solent omni catheter was selected. During thrombectomy mode, another error occurred with the new catheter. The procedure was completed with a third solent omi catheter. There were no patient complications reported. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
Device evaluated by MFR: the product was returned to boston scientific for analysis. Returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. Functional testing was attempted; however, the device would not prime. During analysis at the severely kinked location at 73 cm from the tip, the hypotube was broken and completely separated. The device could not be functionally tested due to the extreme damage on the device. A high pressure reading was reported before the console would stop the priming process and issue an under-pressure alarm. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for under pressure issues related to a broken hypotube. Kinks were also confirmed.